Manufacturer narrative:
On 05 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: femoral stem mobilization in a (B)(6) man four years after surgery. The stem shows an evident radiolucency ingruen zone 1 & 2, signs of proximal mobilization. The cup appears to be rather prominent, but there is no indication that any impingement between stem and cup took place ever. The reasons for this loosening remain unknown. Aseptic loosening is a possible, literature-described adverse event following tha, and the causes are often undetermined. Batch review performed on 16 january 2017. Lot 122926: (B)(4) items manufactured and released on 02 october 2012. Expiration date: 2017-08-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The patient had aseptic loosening. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.